Event description:
It was reported that the patient presented in the operating room for a scheduled extraction of a fractured lead. The lead impedance was out of range. There was lead noise and the capture thresholds were high. No patient symptoms noted. The lead was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field events of lead fracture and high lead impedance were not confirmed but noise problem and inadequate capture threshold were confirmed in the laboratory. A complete lead was returned in one piece was returned for analysis. An internal insulation abrasion was noted at 14.4 cm from the connector pin. The exposure of the inner coil in this location was most likely the cause of noise problem and inadequate capture threshold reported from the field.